Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received as the devices remain implanted this device is used for treatment. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. The email received from the patient states that testing with her family doctor confirmed that the patient has sensitivity to nickel. The reported skin symptoms appear to be due to the patient¿s nickel sensitivity.

Event description:
It is reported that the patient has been experiencing a possible allergic reaction to nickel, skin symptoms, and infected joint.